Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy for a few months. X-rays revealed that the leads had migrated. As such, surgical intervention took place on (B)(6) 2025 wherein the leads were repositioned to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.